Event description:
When the in-coming inspection by distribution center staff, the staff found that inside of the insertion part of the drill if the drill guide was damaged. I confirmed to the sr that the doctor might have been drilling in the state of floated a drill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When the in-coming inspection by distribution center staff, the staff found that inside of the insertion part of the drill if the drill guide was damaged. I confirmed to the sr that the doctor might have been drilling in the state of floated a drill.